Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant attempt, the 5594 lead had positioning difficulty and poor. The lead as removed and then a 5076 lead was attempted. No sensing was observed on that lead. Finally the lead was removed and another 5076 lead was ultimately implanted successfully. No patient complications have been reported as a result of this event.